Event description:
The hospital reported that, at the start of the case following manual ventilation, tidal volume was set for 500ml in pcv-vg mode. It was noted that the ventilator delivered 1800ml. The clinician switched to manual mode of ventilation and back to mechanical mode with the same result. The clinician changed the mode to simv-vc and tidal volume was delivered as expected. There was no reported patient injury.

Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. Per 21 cfr 806 ge healthcare has initiated a medical device correction for this issue under FDA reference number (B)(4).